Manufacturer narrative:
Medtronic #: (B)(4). Date of initial report: (B)(6) 2017. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the ligasure device did not seal adequately even though an end tone, indicating a completed seal cycle was heard. The same device was used to add additional seal sites to the surgical area.